Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was not returned to fisher & paykel healthcare (f&p) new zealand for evaluation. Our investigation is thus based on the information provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: the customer reported that the pressure controlled by a rd1300 neopuff t piece circuit was not working properly. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. The rd1300 t-piece is designed to be used with the fisher & paykel healthcare's rd900 neopuff infant resuscitator. The user instructions that accompany the rd1300 neopuff t-piece circuit state the following: "ensure pressures are monitored throughout resuscitation." "Connect the test lung to the t-piece circuit and test resuscitator function before connecting to the patient." "The t-piece circuit and neopuff are intended for use by adequately trained medical practitioners."

Event description:
A healthcare facility in (B)(4) reported, via a fisher & paykel healthcare (f&p) field representative, that the pressure controlled by a rd1300 neopuff t piece circuit was not working properly. There was no reported patient consequence.